Event description:
Patient reported he was attempting to change the cartridge of the pump and the check button would not function to go into stop mode. Patient stated he removed the battery and re-inserted it and the pump displayed an e8 (power interrupt) error message. Patient reported he cannot get it to stop because the check button does not respond. Patient stated the issue began today but the button was sluggish previously; that was the middle of last month that it did not respond as quickly as he thought it should. Advised patient to switch to backup pump. Patient reported the failure is constant. Product was replaced and requested return of the alleged pump, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.